Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), urinary tract disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal infection ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal discharge ("bladder/urinary problems:vaginal infection vaginal discharge"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the uterine perforation, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, headache, hormone level abnormal, nausea, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, psych injury, vaginal infection and vaginal discharge. Essure insertion date provided in pfs : (B)(6) 2009 date(s) of removal: not removed (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in january 2017: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), urinary tract disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal infection ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal discharge ("bladder/urinary problems:vaginal infection vaginal discharge"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the uterine perforation, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, headache, hormone level abnormal, nausea, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, psych injury, vaginal infection and vaginal discharge. Essure insertion date provided in pfs : (B)(6) 2009 date(s) of removal: not removed (discrepancy noted in pfs) date of insertion: (B)(6) 2009 (as per pif) product in place (as per pfs) previously reported essure insertion date : (B)(6) 2009 trailing coils- left-4, right -3 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-apr-2021: mr received : reporter added, rcc, essure insertion date updated. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), urinary tract disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal infection ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal discharge ("bladder/urinary problems:vaginal infection vaginal discharge"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the uterine perforation, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, headache, hormone level abnormal, nausea, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, psych injury, vaginal infection and vaginal discharge. Essure insertion date provided in pfs : (B)(6) 2009. Date(s) of removal: not removed (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : reporter, lab data, events- "abnormal bleeding (vaginal), bloating" added. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("mastorrhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), urinary tract disorder ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal infection ("bladder/urinary problems:vaginal infection vaginal discharge"), vaginal discharge ("bladder/urinary problems:vaginal infection vaginal discharge"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the uterine perforation, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, headache, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, psych injury, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep- 2019: pfs received: case became incident. Injury nos was replaced with new events dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, mastorrhagia, anemia, psych injury, vaginal infection, vaginal discharge, perforation: uterus/ migration, bladder and urinary problems, hormonal changes, headaches, nausea, weight gain. Patients date of birth was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.